Event description:
Reporter indicated a pt's vns generator was unable to be interrogated and was not believed to be at end of service. A battery estimate performed indicated approximately 1.56 years remaining on the vns generator. Troubleshooting with the programming equipment confirmed proper device function of the vns computer and wand. The manufacturer requested the reporter have the pt come back to the office to attempt vns interrogation and perform vns diagnostics to confirm proper device function. Further attempts for info are in progress.